Event description:
The physician was performing a laparoscopic cholecystectomy when a "jaw" of the laparoscopic grasper became detached from the surgical instrument. The physician attempted to retreive the item without success. It was determined not to be in the best interest of the patient to prolong the surgery or to perform an invasive procedure to remove the item. During the procedure, other laparoscop;ic graspers made by the same manufacturer were in use. The patient was informed of th e eventdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.